Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of devices, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user_s hearing performance with the device is affected.

Event description:
The user_s hearing performance with the device is affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of device, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported he is no longer able to hear with the device since (B)(6) 2023. The user perceives sounds and describes them as static. External devices were checked and work properly. Re-implantation is considered.